Event description:
Customer reported hospitalization due to high blood glucose readings of 500 mg/dl and stated that the readings would not register. It was noted that the customer has been in the hospital multiple times in the past. Customer stated that most hospitalizations were due to high blood glucose readings and upper abdominal pain. Customer stated that the last hospitalization was also due to vomiting, having ketones, diarrhea and flu. Customer was unable to troubleshoot at the time of the call. Customer's blood glucose reading at the time of the call was 48 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.